Event description:
A report was received that the patient had high impedances on five contacts of the right lead. X-rays showed that the right lead had an abnormal 90 degree bent/kink. Revision was done wherein, the right lead was replaced with a new one. The patient is doing fine following the procedure.

Event description:
A report was received that the patient had high impedances on five contacts of the right lead. X-rays showed that the right lead had an abnormal 90 degree bent/kink. Revision was done wherein, the right lead was replaced with a new one. The patient is doing fine following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead passed lead dimensional and lead electrode test. The complaint had been confirmed. Visual (microscope) and x-ray inspection revealed that five of the cables were completely broken at the bent/kinked location of the lead. The fracture site is 1 cm from the clik anchor setscrew mark. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve.

Manufacturer narrative:
(B)(4).